Event description:
It was reported that during an unk procedure, the obturator was removed, the sealing mechanism dislodged from the device. The case was completed using another same like device. No pt consequence.